Manufacturer narrative:
(B)(4). It was indicated that the complaint device was discarded at the facility; therefore, a failure analysis could not be completed. A definitive cause for the reported cuff miss could not be determined. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances associated with this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected. Additionally, 1 unused representative sample with the same part number and lot number 070266h was returned for evaluation. Functional testing was performed and the device passed with acceptable results. No manufacturing or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested sample. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that arteriotomy closure was attempted in the left common femoral artery using a proglide device after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was attempted with the same result. Hemostasis was achieved using manual arterial compression. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced in is being filed under a separate medwatch MFR number.